Event description:
I went in for a total left hip replacement and came out of surgery with a second degree burn on my right upper thigh area from the bovie ground pad used in the surgery, and I came out of surgery in afib with rvr, paf.